Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t high sensitivity stat assay (tnt-hsst) result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial tnt-hsst result was 18.27 pg/ml. On (B)(6) 2019 a new pack of tnt-hsst reagent was installed and calibrated. The patient sample was tested 4 additional times. The tnt-hsst results were 5.12 pg/ml, 6.09 pg/ml, 6.27 pg/ml, and 5.71 pg/ml the new pack of reagent installed was the same lot of reagent used for the initial results. The tnt-hsst reagent lot was 34588800 with an expiration date of 31-dec-2019. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The provided qc data gave no indication of a reagent or instrument problem. The analyzer alarm history contained no conspicuous events. The field engineering specialist found the sample/reagent probe tubing was misaligned, out of the pulley. He repositioned the tubing. The customer was not using disk adapters. The investigation did not identify a product problem. The cause of the event could not be determined.